Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad. Found moisture damage on electronic assembly. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.